Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event was determined to be an unexpected high ultrafiltration compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 17:41:21. During night drain cycle four, the patient's ultrafiltration reading was 1041ml, indicating the home patient (hp) drained 1041ml more than their maximum programmed fill volume of 1500ml. No additional information is available.